Manufacturer narrative:
(Expiration date): unk, no serial number reported. This product is not marketed in the us. (Device manufacturing date): unk, no serial number reported. (B)(4).

Event description:
The reporter stated " after an uneventful implantation of the icl in the first eye of my patient, today 24 hours later despite the fact that the patient is normotensive, cornea is clear, the central vault is way too large." Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.